Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had seen a manufacturer representative (rep) a couple a weeks prior to this report and the rep was able to set it all up for sitting and standing and lying. The patient had to go in to the dentist today. The patient stated that the last time he went to the dentist everything was amplified like when he was doing the filling, way more than it normally would be. It was mentioned that this happened 2-3 weeks prior to this report (B)(6) 2016). He said it took him "several days to get back to normal and my whole body were tightening up". The patient reported that he did not have his stimulator turned off when he was having this dental procedure done. He noted that his device was working but still had to take pain medication "but it's saved my life".